Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital due to suspected thrombus. The pt's ldh levels increased up to 1300. The pt received a heparin drip for 5 weeks and full aspirin dose. The ldh level dropped but would not go back up. The pt's pump was exchanged due to hemolysis. The pt was 1a status to receive a heart transplant for several weeks prior to the pump exchange. The pt remains ongoing with the new lvad.